Manufacturer narrative:
Date of report : 12jun2019, date rec¿d by MFR : 11jun2019. The manufacturer¿s international service technician confirmed the reported issue. The customer has not approved the repair at this time. Submission of a report does not constitute an admission that medical personnel, user facility, importer, distributor, manufacturer, or product caused or contributed to the event.

Manufacturer narrative:
Date of event: (B)(6) 2019. Date of report: 06march2019. (B)(4). No phone number provided. A follow-up report will be submitted once the investigation has been completed.

Event description:
The customer reported alarm patient disconnect and alarm led failed.the device was not in use at the time of the reported event; therefore, there was no patient involvement. Event date not specified; estimate used.